Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(6). The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system model #:m-4800-01 serial #:(B)(4). Stockert 70 system model #: m-5463-01 serial #:(B)(4).cool flow pump model #: m-5491-02 serial #: (B)(4). Lasso nav variable eco catheter model #: d-1343-01-s lot #: 17229432l webster cs with auto ID catheter model #: d-1353-03-s lot #: 17216078m g1. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. During ablation of the cavotricuspid isthmus, it was noted that the patient developed a pericardial effusion in which a pericardiocentesis was performed. A catheter was placed in the pericardial space and was connected to a drain. The patient was reported to be in stable condition at the time the complaint was reported and was transferred to the ccu for observation overnight. There is no further information about the hospitalization. Settings during the event include: 40 watts in power control mode; flow setting 30 ml/min. The power was not titrated during ablation. There was no impedance spike during ablation. Anticoagulation was given during the procedure. The act maintained during the procedure was unknown. The sheaths used were unknown. The physician¿s opinion regarding the cause of this adverse event is that it was device related, procedure related, it was unclear if it was patient condition related and it was also unclear if it was possibly related to heavy ablation.